Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
As the intraocular lens (iol) was advanced into the eye, the injector metal plunger ripped through the side of the cartridge nozzle/tip. The nozzle was in the wound as the surgeon was delivering the iol. The iol wasn't delivered into the eye but stayed in the cartridge as the plunger passed over the iol and came out through the nozzle. The staff reloaded another iol with another cartridge from a different stock and the surgery went well. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the cartridge was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Additional information obtained during follow-up: the event occurred once only. There was no patient injury, and the patient is doing well post-op. Lot #: cb41572. Expiration date: 11/07/2019. (B)(4). Device manufacture date: 11/07/2016. (B)(6). All pertinent information available to abbott medical optics has been submitted.